Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
"Us legal" it was reported that a second revision surgery was recommended to the patient because he kept experiencing problems after his first revision surgery. The current state of health of the patient is unknown. No further information available at the time.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a second revision was recommended due to persistent ¿problems¿ post first tka revision. As of the date of this medical investigation the requested clinical documentation has not been provided. Therefore, further root cause analysis cannot be performed. The extent of patient impact beyond that which was reported cannot be fully assessed. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no probable cause can be delineated. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.